Event description:
Reported issue: the staples are not closing properly so they cannot suture the wound properly. Additional information was received indicating there was no patient injury or harm. The reported condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 38 staples remaining in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple properly formed and fired. The next 4 staples fired with the same results. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 33 remaining staples were able to form and release into the skin pad. No defects or anomalies were observed with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The complaint cannot be confirmed. The device was returned with its staples properly aligned and all remaining staples properly formed and fired from the device. No defects or anomalies were observed with the returned stapler. A DHR review was performed with no issue related to this complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples are not closing properly so they cannot suture the wound properly.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73h2200611 investigation did not show issues related to the complaint. The device investigation is pending and the results will be submitted in a follow-up report.